Manufacturer narrative:
Other applicable components are: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: pump; product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: pump. The catheter (l52358) was returned for analysis. It was determined that the pump had been used to deliver morphine (50 mg/ml at 23.989 mg/day) and bupivacaine (0.7 mg/ml at 0.33585 mg/day). Analysis of the catheter found damage to the pump connector, the suture ring was broken.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type :pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving morphine with an unknown dose and concentration. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 during a pump replacement surgery it was discovered that the pump catheter connector had broken off and was disconnected. It was unknown how the connector broke. The hcp connected the catheter directly to the pump. No patient symptoms were reported and the patient status at the time of the report was alive-no injury. Further follow up was done to determine the cause of the catheter connector break and the date the pump replacement took place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.